Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the joystick all of a sudden turned on and lit up all by itself.